Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803-56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap adjustable banding and repair of hernia - "trocar fell apart and broken piece went into the abdomen. Dr (B)(6) pulled it out with no complication to the pt."